Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not discarded and not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Value analysis coordinator reported vague complaint that "set leaked." ER manager reported that set was in use on pt at time of event. No pt harm or medical intervention occurred. No further pt/event info was reported.